Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio then replaced the main keypad assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed main keypad assembly was further evaluated in the failure analysis center. The cause of the reported issue was that the charge button was damaged and shorted, thus no defibrillation therapy could be delivered.

Event description:
The customer initially reported that their device was exhibiting an issue which did not affect the critical functionality of the device. There was no patient use associated with the reported issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the charge button was constantly in the "on" state which was causing the device to automatically charge defibrillation energy. This button being shorted in the on position was prohibiting the device from delivering a defibrillation shock because when the shock button was pressed, the device immediately started charging defibrillation energy instead of delivering the shock.